Event description:
It was reported that this right ventricular (rv) lead was explanted. The patient stated that they were not able to get a magnetic resonance imaging (MRI) and was concern if the device fell out. Technical services (ts) recommended to contact the physician for verification on this device. No adverse patient effects were reported.